Event description:
It was reported that the right atrial (ra) lead had a product performance anomaly. This ra lead remains in service and will not be returned. No adverse patient effects were reported.